Manufacturer narrative:
The insulin pump passed the prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. The insulin pump had cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported no delivery alarm on her insulin pump. The customer's blood glucose was 404 mg/dl. The customer stated she had been treated with manual injections. She stated she used a plunder to push the insulin in but once inside the insulin pump, the insulin locks up. The customer declined to troubleshoot. The customer also stated there was not any physical damage to the cannula. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.